Manufacturer narrative:
References: 2084725-2009-00465, 00466, 00468.

Event description:
Technician alleged that the bed had an intermittent bed exit tapeswitch.

Manufacturer narrative:
This is asp's assessment of a report from (B) (6). It was reported that three employees (2 females & 1 male) in the endoscopy center of a hospital experienced irritated eyes, headache, coughing, and tearing. It was reported that the reactions are stronger at the start of the work shift and decreases as the day ends. The cleaning and disinfection room is roughly 2m x 3m, has a small exhausting system of about 15 cm x 15 cm, and the windows are always kept closed. The lot number of the solution was not reported and no product was returned for evaluation. Three complaints were opened " one for each healthcare worker (asp pi: (B) (4), (B) (4), and (B) (4)). No specific user information was provided. Per the affiliate, no further information is available. Some potential causes of healthcare worker reported symptoms include inadequate ventilation of the room, improper use of the solution, and/or inadequate use of personal protective equipment. Given that the symptoms were reported worse at the start of the work shift and that the room has a small exhaust system, the likely cause of the reported event is due to inadequate ventilation in the room. The cidex opa failure mode and effects analysis (fmea) and system hazard user misuse analysis (shuma) were reviewed. The fmea score for user allergic symptoms is below the threshold of 100, and the hazard identified in the shuma has been assessed a category I - broadly acceptable risk. In addition, a review of health hazard evaluation (hhe) for similar issues indicated that the occurrences of these complaints are relatively low and the health risk index is low. Similar complaints have been reported at this same facility, both at the sterilization center ((B) (4) and (B) (4)) as well as the endoscopy center ((B) (4), (B) (4), and 1-(B) (4)). Supplemental reports for the first two complaints have already been submitted to the FDA. A review of the complaint history over the past 12 months ((B) (6) 2009 to (B) (6) 2010) for cidex opa solution with the problem code of "hr - allergic symptoms" did reveal two spikes outside the upper control limit, however the overall trend is decreasing. A corrective and preventive action plan (CAPA) was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. As part of the CAPA action plan, the cidex opa wall chart was updated and an accompanying communication letter was sent to customers, with reminders to use cidex opa solution in a well-ventilated area and to follow the instructions for use. In addition, asp plans to establish an occupational exposure level (oel) for cidex opa solution as part of the CAPA action plan.

Event description:
A report was received that a health care worker (hcw) in the endoscopy center of the hospital experienced irritated and tearing eyes, headache, and coughing. The reactions are stronger at the start of the work shift and decreases as the day ends. The cleaning and disinfection room is about 2.00 m x 3.00 m with a small exhaust system of about 15 cm x 15 cm. The windows are always kept closed. Add'l info is being requested.